Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at 7:00am. The patient informed the csr that she does not take any medication to manage her diabetes and that she continued to follow her usual diabetes management routine in response to the error message appearing. The patient reported developing a ¿headache¿ 3 hours after the alleged issue began. The patient denied receiving any treatment in response to this symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria and she did not receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (03/25/2015). The patient¿s meter has been returned on 2/27/2015 and evaluated by lifescan product analysis on 3/13/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.